Event description:
It was reported that contaminate was found on the tip caps of the tpn therapy bag. The contaminate was found prior to compounding. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Evaluation summary: twenty-four samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified contaminate on the fill port. The cause of the condition remains unknown. A supplier corrective action request has been initiated for this issue. Should additional relevant information become available, a follow-up report will be submitted.